Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234vrc implantable defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) had triggered due to high rate non-sustained event under 220 ms and increased right ventricular (rv) lead impedance. Noise was also observed during the check and tachycardia detection function was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to a cut, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. Other than explant damage, there were no anomalies observed on the returned lead proximal segment. The full lead was not returned.